Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3777-60 , serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient was shocked by an electric horse fence on (B)(6) 2014. For four days after that, the patient repeatedly felt he had to turn up his voltage to get pain relief. The patient had started to feel pain at the pocket site as well. It was later reported that the cause was confirmed and the pain at the pocket site had not resolved.

Event description:
Additional information received reported the patient was doing well.